Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure upon making the initial incision the surgeon noted that the tip of the blade was slightly burred. The knife is kept in the foam cover until the moment of use. A new knife was requested. There was no patient impact.

Manufacturer narrative:
One opened knife was received with foam tip protector in a blister for the report of tip of knife was slightly burred. The returned sample was visually inspected and was found non-conforming with a damaged tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).